Event description:
During a pelviscopy the 355l trocar safety shield did not react or cover the trocar tip fast enough after the surgeon inserted it. Some bleeding was seen in the abdominal cavity but it was found to be from the port side. The device was used to complete the procedure. There were no consequence to the pt.